Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect display component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect display for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the front panel display screen on this ventilator device is unresponsive to touch commands and has apparent delamination. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was able to be confirmed and duplicated. There is visible fluid ingress which results in malfunction with the touch screen becoming unresponsive. This issue will be internally investigated within vyaire.